Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included appendicitis, bipolar disorder, schizophrenia and depression. Concomitant products included carbamazepine (tegretol), ruxolitinib, sertraline (zoloft) and terizidone. In 2010, the patient had essure inserted. In 2010, the patient experienced depression ("psychological or psychaictric problem or condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and weight increased ("weight gain/loss (specify which one): weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ lower left pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/ (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: physician had trouble placing coil in the left fallopian tube, and I was having pain. (2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was added. Events: depression, allergy to metal, dysmenorrhea, dyspareunia, fatigue, weight increased were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right tube essure was seen coming out of the tube. Left tube normal"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included appendicitis, bipolar disorder, schizophrenia, depression, mental disorder, anxiety, depression, diarrhea, nausea, vomiting, epigastric pain, vaginal itching, folliculitis, trichomonal vaginitis, active suicidal ideation, auditory hallucinations and delusional disorder, unspecified type. No diagnostic abnormality, serosa, diagnostic abnormality right fallopian tube,diagnostic abnormality. Left fallopian tube,diagnostic abnormality, skin, right labia, biopsy: condyloma and gross polyps are seen in the endometrial canal. Concurrent conditions included vulvovaginal discomfort, vaginal discharge, candida vaginal, itch, headache and ear pain (right ear pain for past week and acute ear pain right.). Concomitant products included carbamazepine (tegretol), ruxolitinib, sertraline (zoloft) and terizidone. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychaictric problem or condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain") and complication of device insertion ("physician had trouble placing coil in the left fallopian tube"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ lower left pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/ (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received, new reporter patient concurrent condition and event right tube essure was seen coming out of the tube. Left tube normal were added incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included appendicitis, bipolar disorder, schizophrenia and depression. Concomitant products included carbamazepine (tegretol), ruxolitinib, sertraline (zoloft) and terizidone. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychaictric problem or condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain") and complication of device insertion ("physician had trouble placing coil in the left fallopian tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ lower left pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/ (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.4 kg/sqm. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Reporter information updated. Event complication of device insertion was newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.